Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4). Device not returned

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guidewire could not be inserted due to it being bent at 90 degrees. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.